Manufacturer narrative:
Date rec¿d by MFR : 29apr2019, date of report : 25jul2019. There was no on-site evaluation by the manufacturer. This event was resolved in-house by the customer. The customer reported that the replacement of the motor controller printed circuit board assembly resolved this reported condition. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. The customer replaced the unit's power management printed circuit board assembly and problem remained. A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted technical support (ts) stating that unit had error code messages of backup alarm failed, alarm light emitting diode (led) failed, and auxiliary alarm supply failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified: estimate used.